Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the atrial channel, resulting in inappropriate ventricular pacing. Additionally, right ventricular intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further evaluation. No adverse patient effects were reported. This device system remains in service.